Event description:
It was reported that the device displayed a power on reset (por), and was found to have reached elective replacement indicator (eri). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4568 implantable pacing lead - (B)(6) 2004. (B)(4).